Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that there is a significant difference in the correlation study between digoxin iii samples on the axsym analyzer versus the modular e170 analyzer. The customer requested an investigation and correlation study. There was no impact to patient management reported.